Manufacturer narrative:
(B)(4). Evaluation summary: the rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device passed the homechoice rite functional and rite electrical test. A short simulated therapy was performed and completed successfully. The cause for the increased intra-peritoneal volume (iipv) identified in the device logs was determined to be; insufficient drain, one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A review of the previous service record identified no issues that would have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 3384ml. This event meets iipv criteria. This is report 2 of 2.